Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was attempted to be implanted on the septum. The physician made two curves in the stylet and placed the lead. The helix was difficult to extend and took many turns of the mechanism. The pacing threshold measurement was greater than 5v and the physician planned to reposition the lead. However, the helix would not retract and the lead was removed from the patient by turning the lead body. A second lead of the same model exhibited the exact same behavior. A third lead lead of the same model was then implanted in the rv apex with no further difficulties. No adverse patient effects were reported.